Manufacturer narrative:
Updated data: b5. D4. H4. Corrected data: b2. Hospitalization was erroneously omitted from the initial medwatch medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 1 year and 1 month following the implant of a transcatheter aortic valve, the patient was hospitalized due to dyspnea and worsening heart failure. During this hospitalization, it was identified that the patient had ventricular tachycardia (v-tach). Subsequently, the patient's medication was adjusted and an ablation was completed. The patient was then discharged 1 year and 2 months following implant of the transcatheter aortic valve. Additional information was received that per the physician, the valve did not cause or contribute to the v-tach.

Event description:
It was reported that 1 year and 1 month following the implant of a transcatheter aortic valve, the patient was hospitalized due to dyspnea and worsening heart failure. During this hospitalization, it was identified that the patient had ventricular tachycardia (v-tach). Subsequently, the patient's medication was adjusted and an ablation was completed. The patient was then discharged 1 year and 2 months following implant of the transcatheter aortic valve.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.